Event description:
It was reported that during a carotid stenting procedure, stent damage occurred. The 10cm non-calcified lesion was located in the 5mm severely tortuous distal internal left carotid artery. The percent of the lesion stenosis is unknown, however, it was noted that the lesion contained a greater than 90 degree bend that resembled an 's' shape. Following placement of an unspecified guide wire, a carotid wallstent 6mm x 22mm stent delivery system was advanced with resistance to the lesion, however, upon deployment the proximal portion of the stent was unable to release from the stent delivery system. Upon removal, it was noted that the stent had twisted around the stent's catheter. A second of the same size carotid wallstent was advanced with resistance to the lesion and was successfully deployed, however, this stent was only able to cover approximately 3cm of the lesion. In an attempt to stent the remaining portion of the lesion, a carotid wallstent 8mm x 36mm was introduced, however, this stent was unable to advance due to the patient's anatomy and was successfully removed. No further attempts were made to stent the lesion. No patient injuries or complications were reported. The patient's status is reported as "stable".